Event description:
This pt with primary pulmonary hypertension receives a continuous infusion of epoprostenol -flolan- via a hickman catheter and an ambulatory portable pump. The infusion cannot be interrupted. Their catheter, a bard double lumen 9 french, split on three occasions, always at the same site. The two hubs are made of hard plastic. They attach to the catheter tubing in such a way that the soft tubing covers a portion of the proximal end of the hub. At that site the catheter tubing is subjected to frequent stress as it rubs against the underlying hard plastic hub. Splits in the tubing -causing line sepsis- are a major source of morbidity in pts with these catheters. A different design that corrects for this flaw should be developed by bard in all haste. Other manufacturers produce catheters that do not have this design problem and therefore allow pts to live more active lives.

Event description:
Add'l info rec'd from MFR 1/27/04: MFR was unable to match this report with any complaint files in its database. The report also indicates that no device is available for eval. MFR is trying to make contact with dr to obtain more info about the incident so that it can open an appropriate complaint file in its system. Based on the description of the event provided in the report, MFR has not seen a large number of complaints that would trigger a design change at its end. MFR also provides a repair kit for the subject product line that can be used for extension leg/connector replacement.